Manufacturer narrative:
(B) (4).

Event description:
According to the reporter, after firing the stapler, the head did not tilt and the surgeon could not detach the head from the anastomosis, as it remained stuck to the tissue. The eea stapler did cut, resulting in doughnut formation. The staff had to break the anastomosis and realize a new anastomosis. There was no bleeding reported, and operating room time was delayed 30 minutes. No irreversible tissue injury reported. No clinical sample available for evaluation.